Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that user was entering bg values into the system and while some of the values were within range of the sg values, others were high compared to the sg values. Customer care recommended a sensor re-link to clear the calibration history and address any potential calibration misalignment. After the sensor relink was completed, the system was working within expectations and bg values entered fit sg trends well, with some differences due to lag. The user was advised to continue using the system and to enter calibrations when prompted. Per dms review, the user is currently using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.